Event description:
Implant card was received reporting that the patient underwent a generator replacement due to high impedance. Later it was reported that the high impedance did not resolve, so a lead revision occurred at a later date. The surgeon did not take x-rays of the device prior to revision as they suspected a fracture was present in the leads. The explants were not made available for product return. No other relevant information has been received to date